Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at around 8:45 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿6.3 mmol/l¿ with the subject meter. The patient claimed their usual results are around ¿6.0 mmol/l.¿ the patient manages their diabetes with a fixed dose of insulin (novorapid during the day and insulatard at bedtime). The patient reported taking their usual dose of 20 units of insulatard in response to the alleged inaccurate result and 10-15 minutes later developed symptoms of ¿hands shaking, sweating and dizziness.¿ at the onset of symptoms, the patient claimed they tested their blood glucose with the subject meter and a result of ¿1.6 mmol/l¿ was obtained. The patient claimed they self-treated with food and drink and after 15 mins their blood glucose tested ¿4.0 mmol/l¿ with the subject meter. The patient reported attending the doctor¿s office at an unspecified date and time after the alleged issue occurred and were advised to reduce the dose of novorapid, to increase dose of insulatard to 22 units and to have the meter replaced; the patient claimed they refused to increase the dose of insulatard so the doctor advised to try 18 units. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.